Event description:
The test strips expired 9/30/2003 and the user obtained a result of 564 mg/dl and hi on the device. They went to the hospital and their meter read 100 mg/dl. A lab was run and the result was normal. They were then released. Controls were not used. The device was replaced and requested to be returned for evaluation.